Event description:
It was reported that the user experienced a low blood glucose of 54 after a usual lunch while using the ilet bionic pancreas, treated with oral carbohydrates including apple juice and likely cookies, and glucose subsequently returned to range; the user does not count carbohydrates and instead announces a usual amount. Symptoms included fatigue and eye pressure consistent with hypoglycemia. Outcomes included urgent low glucose requiring oral carbohydrate treatment, with recovery and no hospitalization. Troubleshooting and education were completed by the agent, and the case was transferred to the clinical support line for additional training. Investigation included case review and user counseling regarding meal announcement practices. Investigation of this case revealed no device malfunction reported and that the cause of hypoglycemia remained unclear, with user-reported non¿carbohydrate counting and reliance on a usual carb announcement as potential contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.